Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.5mm ti brow lift screw/14mm self-tapping, part number 400.701, lot number unknown). The subject device was returned with the complaint condition stating: this complaint for intraoperative event was unable to be confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. Visual inspection revealed minor wear on the screws consistent with attempted insertion into bone. A review of the device history records was unable to be performed since the lot number was unknown. Drawing was reviewed during this investigation. No design issues were identified. Per the complaint description, "no pilot holes were created for these". These screws are self tapping; however, not self-drilling. A pilot hole is required for the screws to gain purchase in bone. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). The surgical plan did not initially involve drilling and ultimately due to the screws being self tapping instead of self drilling required the surgeon to drill. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 1.5 mm titanium (ti) brow lift screws self-tapping would not penetrate into the bone during a brow lift procedure on (B)(6) 2017. No pilot holes were created for these. The attempt to implant the screws was made using a manual screwdriver. There was a surgical delay of one and one-half hours as the surgeon attempted to implant the screws. Pilot holes were then created in order to use older screws which were available. Reportedly, unknown why the brow lift screws would not penetrate. As per the reporter, the ordered screws (self-tapping) were too dull to be used during the procedure, so two discontinued screws (self-drilling) were implanted in the patient. The surgeon was used to a discontinued screw that was self-drilling. While using the reported screw (self-tapping), the surgeon did not realize that it was not self-drilling. A technique guide was not available. No fragments were involved. No additional x-rays were required. The procedure was completed successfully with the patient in stable condition. This complaint captures the change of procedure and use of discontinued self-tapping screws. (B)(4) captures the adverse event caused by no technique guide available. Concomitant device reported: screwdriver (quantity 1). The 1.5 mm/2.0 mm cruciform scrwdrvrblade/medium/slf-retain/hxc (part #: 313.943, quantity: 1). This report is for one (1) 1.5 mm ti brow lift screw/14 mm self tapping. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.